Manufacturer narrative:
One device was returned for analysis. Event is reportable based on investigation finding of detached downstream occlusion (dso) seal. This indicates that seal integrity was compromised. Log events were reviewed, and no relevant errors were found. There were no services previously reported. Visual evaluation found detached dso seal and data loss. The dso seal and the mainboard were replaced. Device passed verification testing.

Event description:
One device was returned for analysis. Investigation found a detached downstream occlusion (dso) seal. This indicates that seal integrity was compromised. Event is reportable based on investigation finding. There was no patient involvement.